Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has noticed a long narrow diagonal bright light which makes driving impossible. She began to notice this as soon as the shield was removed from her eye. Additional information was received from the consumer who reported that she has been by a corneal specialist. A laser treatment was performed by the specialist to treat what the consumer thought was a "crease." The consumer reported that following the laser treatment, she was being treated with medications. Her glare is now not as debilitating, she stated it was more like a starburst. The consumer reported she is able to manage with the starburst. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).